Event description:
Sunmed holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 3000219639-2024-00112 for the second report. It was reported, as the nurse practitioner (np) in the nicu, placed the laryngoscope into the patient's mouth, during an attempt to intubate [the patient] the light dimmed and went out. It was additionally reported that prior to placing [the] laryngoscope into [the] patients' mouth the light on the blade was functioning as usual. A second blade and handle were obtained, and the same issue happened; no addtiional information was provided concering the reported event.. There was no reported injury.

Manufacturer narrative:
H6: (appropriate term/code not available): laryngoscope. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 18 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: h6: (appropriate term/code not available): 1263-function indicator light(s), failure. H6: (appropriate term/code not available): laryngoscope. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 19 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 3000219639-2024-00112 for the second report. It was reported, as the nurse practitioner (np) in the nicu, placed the laryngoscope into the patient's mouth, during an attempt to intubate [the patient] the light dimmed and went out. It was additionally reported that prior to placing [the] laryngoscope into [the] patients' mouth the light on the blade was functioning as usual. A second blade and handle were obtained, and the same issue happened; no additional information was provided concerning the reported event. There was no reported injury.